Manufacturer narrative:
(B)(4). After power up, the unit powered up with a huge white spot in the upper left corner of the lcd display. Upon further review of the unit's interior, several pixels are black in the upper left corner of the lcd display. In addition to this, there are signs of previous moisture presence, corrosion, and mold around the battery connectors, on the lcd connector located on pcba2, and on some components located at the top of pcba1. Unit received with a crack on the battery tube. Also the display window cover is missing, and the middle (enter) keypad button is cracked. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware damage. Customer's blood glucose value was unknown. The device will be returned for analysis.